Manufacturer narrative:
The pump has been returned and evaluated by product analysis (B)(4) 2014 with the following findings: during investigation, evidence of contamination was found under the up arrow, down arrow, and ok key contacts. The display screen was dim and discolored. Unrelated to these issues, the audio bolus button cover had a hole. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under key contacts and a display failure. This report is made based on results of investigation completed on (B)(4) 2014. There was no adverse event associated with this complaint.